Event description:
The physician reported a perforation in the dome region of the left atrium occurred while using the agilis introducer with an ept blazer ii 5mm tip ablation catheter. The pt required pericardiocentesis followed by surgical repair and was doing fine at the time of hosp discharge. The hosp did not retain the agilis device since the physician felt the device operated as designed.